Event description:
A customer contacted beckman coulter inc. (Bec) stating that the beckman coulter lh 750 hematology analyzer was generating platelet (plt) results which did not match the manual smear results for six (6) patient samples on four (4) different days. This report documents the erroneous result obtained on (B)(6) 2011 from one (1) patient sample providing a generated instrument flag. The patient sample was also ran on (B)(6) 2011 yielding a similar plt result. This is documented in MDR 1061932-2011-02411. The plt result was reported out of the laboratory. Subsequently, a higher manual platelet estimate was sent out as a corrected report. There were no reports of death, injury or affect to patient treatment.

Manufacturer narrative:
Sample collection and storage information were not provided for this event. Controls were run before and after the event and recovered within acceptable limits. The raw data provided by the customer suggested the following: debris interference patterns on the white blood count (wbc) histograms for the samples indicated either large/giant platelets or platelet clumps. The samples were flagged either as giant platelet, platelet clump, or system message "thrombocytopenia". A bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event and cleaned the wbc apertures and verified the system performance. Root cause is unknown. However, the system provided system generated flags to alert the operator to review the platelet results. Per bec product labeling: the lh 700 series applies instrument-generated and/or laboratory-defined flags, codes, and/or messages to each set of patient results. Flags, codes, suspect and definitive messages are used to alert you to an instrument malfunction, specimen abnormality, abnormal data pattern, or abnormal results. Beckman coulter recommends review, appropriate to your patient population, of all results displaying a flag, code or other message. Known limitations and interfering conditions for plt include giant platelets, platelet clumps, white cell fragments, electronic noise, very small red cells, red cell fragments. This report is related to the following mdrs that are being reported on different dates for the similar events that occurred at this customer site: 1061932-2011-02397, 1061932-2011-02411. Note: as part of a retrospective review, this event was determined to be reportable.